Manufacturer narrative:
The device passed the functional test including the bolus test and occlusion test. During visual inspection a scratched display window, scratched case debris in the syringe compartment and debris in syringe lid window noted. It was received without batteries in insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
Customer reported that he had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized twice. Customer stated that the blood glucose reading the first time was 1100 and the second time was over 600 mg/dl when paramedics arrived. Customer stated that he was unconscious in a diabetic coma and his wife called the paramedics and woke up in the hospital. Customer stated that his reservoir leaked causing the high blood glucose. Nothing further was reported.